Event description:
It was reported that two small battery drives (532.033) lot d120808 would not hold a charge and a sagittal saw attachment (532.021 lot 3947 is frozen and will not function. This is report 1 of 1 of complaint# (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacturing documents were reviewed and no complaints related to issues were found. Power tool evaluation was completed on device. The reporter's complaint that the unit does not function could not be confirmed. The device was tested and the complaint wasn't duplicated. However it was observed during pre-repair evaluation that the device had high temperature and vibration. Evidence indicates this is due to usage wear over time. Placeholder.